Event description:
It was reported that the helix would not extend. The lead was not implanted.

Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval description: the reported field event of helix anomaly was not confirmed. Helix mechanism was found to be normal. Foreign material was found on the helix which could have prevented the helix extension. The foreign material was believed to be residues from dexamethasone sodium and silicon adhesive.